Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for unknown interstim therapy - other. It was reported that the patient "got shocked" the day of the call when they were just lying down and said it only happened just once. There were no further complications reported.